Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the reported condition of failure code 814:01. This condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with a damaged battery was confirmed, but not reproduced during product evaluation. The assignable cause for the reported problem was determined to be depleted main batteries resulting from user error. The main batteries and battery harness were replaced to correct the reported condition. This is involving a pump with software version 5.04.00 which is categorized as unremediated. A service history review revealed no previous service events were related to the reported condition.